Manufacturer narrative:
Concomitant products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type implantable neurostimulator. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension, product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 31-jul-2018, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 31-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ins was explanted for normal battery depletion to eri with normal impedances in pre-op. Following the right ins replacement, there were high impedances on contact 2. The factors that may have led to this issue is the healthcare provider (hcp) decided to not use the plasma blade to explant the right ins. The hcp dissected down the ins and extension with a scalpel. The hcp reseated extension multiple times in the top port of the percept (0-7). He cleaned the extension with a wet then dry cloth. He suctioned the port. The explanted ins had been inadvertently discarded so reconnection to verify the initial results were unavailable. The hcp activated the lower port (8-15) and plugged the extension into the port and retested impedances. The results were consistent with the previous operative tests and showed high impedances on contact 10. The hcp determined the extension was likely damaged intra-operatively but did not know how and stated that he did not believe he cut the extension with the scalpel. The rep was unable to determine which extension was impacted. There were no further actions taken. The patient therapy did not utilize the impacted contact and the hcp did not want to further troubleshoot.  The issue was not resolved.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the high impedance on contact 2 issue wasn't resolved. The surgeon said they didn't see any visible damage and didn't tell the rep about any immediate plans for resolution other than possible looking into it, if necessary, at a later time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.